Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from two years to 9 months in a six months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service. No adverse patient effects were reported.